Event description:
According to the information received, a large atrial septal defect (asd) was visualized with tee and sized with an 24mm amplatzer sizing balloon. A 26mm amplatzer septal occluder (aso) was positioned and subsequently retracted back into the sheath when it remained unstable at the anterior-superior aortic rim. It was decided to upsize to a 30mm aso. Once the device was implanted, pre-deployment stability was verified with tee and color flow doppler did not demonstrate a residual shunt. The device appeared to be well apposed at the anterior-superior and inferior-posterior rims. The device was deployed without difficulty. While still in the cath lab, post procedure tee showed the device had embolized into the right ventricle (rv). Multiple attempts to recapture and snare the device proved unsuccessful. The device then migrated to the rvot causing non-sustained episodes of vt. The patient was taken to the or for a successful closure of the asd and removal of the 30mm device. Additional information has been requested, including imaging of the implant procedure and patient information, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was discarded post procedure.during manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections.

Manufacturer narrative:
Review of the medical records and images by agas medical consultant resulted in the following findings: the patient had a small aortic rim, very thin posterior rim and a sliver of an inferior vena cava (ivc) rim. The ivc rim initially was not interrogated; however, better images were seen during device deployment attempts. The av valve rim was adequate. The 3d images were suggestive of a posterior-inferior location of the defect. The diameter of the defect in four chamber view ranged from 17.8mm to 23.7mm as measured by agas medical consultant. This, therefore, was somewhat of a dynamic defect. Balloon sizing was performed and the stop-flow diameter of the defect measured 22mm. Subsequently, there were several attempts to deploy the aso without success. The final loops of the echocardiogram images showed the aso that had been deployed. There were some echocardiogram loops that demonstrated that the ivc rim was not captured. The repeat echocardiogram showed the device embolized into the rv and rvot area. This echocardiogram had one critical loop where complete absence of the coronary sinus rim was seen. The final echocardiogram showed angiography that was performed during balloon sizing, multiple attempts of device placement and device embolization. According to agas medical consultant, the device embolized due to the following findings: complex defect with critical rim deficiency of ivc, absence of coronary sinus rim and thin posterior rim. In other words, the posterior, posterior inferior (ivc) and coronary sinus rims were thin and/or absent. The ivc rim during device deployment was not sandwiched and a left to right shunt was seen outside of the edge of the aso (loop 87). Embolization on the right side is almost always suggestive of ivc rim deficiency. If the posterior and the ivc rims had been stable, the cs rim would not have become of significant importance.

Event description:
It was reported that during a rotational atherectomy procedure, there were speed issues with the console. Several troubleshooting steps were performed by the site to determine if they could correct this issue. All connections were rechecked, and the nitrogen tank was steady at 100 psi. The procedure was completed with this device. No patient complications occurred. The patient status was good. Complete system was replaced by field service engineer.